Manufacturer narrative:
Image analysis: one video was provided for evaluation. In the video a pin hole leak can be confirmed on the distal section of the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during negative preparation prior to insertion into the patient, a pin hole leak was observed in the balloon of the fortrex 10x040x80 percutaneous transluminal angioplasty balloon. The target lesion for treatment was a chronic total occlusion (100% stenosis) of the proximal right short saphenous vein, with moderate tortuosity and no calcification. The balloon was inflatedusing an inflation device at 4atm. The device was prepped per instructions for use with no issues identified. The procedure was completed by replacing the balloon with another from the same lot. No patient complications have been reported as a result of this event.